Event description:
It was reported to medtronic minimed that the customer experienced power problem-battery loss, battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and found customer was requesting a spare battery cap. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on 01/26/2025 12:56:00.000, 01/23/2025 08:31:00.000, 01/20/2025 06:00:00.000, 01/18/2025 11:26:00.000, 01/15/2025 04:37:00.000, 01/12/2025 04:06:00.000, 01/08/2025 22:17:00.000, 01/05/2025 15:59:00.000 and on 01/02/2025 16:34:00.000hour low battery alert was recorded. Battery inserted system time as follow: 01/23/2025 16:36:05.000, 01/20/2025 13:53:42.000, 01/18/2025 18:59:23.000, 01/12/2025 08:06:36.000, 01/09/2025 06:48:17.000 and on 01/02/2025 22:48:37.000hour. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per deconstructive analysis, corroded electronic assembly and corroded battery tube noted causing an unexpected electrical short. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, cracked case (battery tube) and corroded battery tube. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was confirmed of low battery alert. Unit was tested successfully. Unexpected battery power medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.